Event description:
Device was implanted 1998. Device was revised 2003 due to wear of poly liner.

Event description:
Device was implanted in 1998. Device was revised in 2003 due to wear of poly liner.